Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was down. The customer stated that there was able to pull the medication from another station and there was a delay in dispensing workflow. The customer indicated that they were able to retrieve the medication through pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer four was causing station not able to boot up. A field service engineer reseated row board cable to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.